Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was kinked event on (B)(6) 2024. The blood glucose level was 328 mg/dl at the time of event. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin successfully. No further information available.